Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed an ECG problem inop error, an ECG front end error, and was not recognizng the ECG. There was no patient involvement.